Event description:
It was reported that one day post-implant during the device check, troubleshooting was performed due to twos (t-wave oversensing). In the course of troubleshooting, everytime the rv (right ventricular) sensing polarity was switched from tip-ring to tip-coil, or vice versa, there was one oversensed marker. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead, (B)(6) 2014. (B)(4).